Event description:
Healthcare professional (hcp) reported a patient was injected in the cheeks with juvéderm voluma® xc. Approximately one month or two later, the patient experienced ¿large puss filled places on their face, and they had to be drained.¿ about a year later, the patient was injected again with juvéderm voluma® xc and ¿it happened again. There are three areas that swelled up really bad.¿ the events are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00368 (allergan complaint #(B)(4). This MDR is being submitted for the first injection of suspect product, juvéderm voluma® xc.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Additional information reported patient was treated with antibiotics after it was drained.